Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulations 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the stent was difficult to deploy in the right external iliac artery. After pre-dilation, the delivery system was advanced to the target lesion via the right femoral artery. After being released 5cm, the deployment of the stent could not be continued. During further attempts to complete the stent deployment, the outer sheath of the delivery system broke. A pta balloon was used to secure the partially released stent. Finally, the stent could be completely deployed but was found ot be elongated 2 cm. No pt injury was reported.